Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and the test passed. A (B)(4) bluetooth pairing test was performed and failed due to an incomplete pairing. A review of the downloaded data log confirmed the reported event of a pairing failure in addition to signal loss. Patient complaint is confirmed due to a defective transmitter. The reported event of a pairing failure is reportable based on the finding of a loss of connection. No injury or medical intervention was reported.